Manufacturer narrative:
Final device analysis for the catheter revealed no significant anomaly. There was dried drug or blood occlusion in the catheter body. There were multiple areas where the material was melted which was suspected to be caused by cautery at explant. (B)(4)

Event description:
Additional information received later reported that the hcp confirmed that the catheter was probably blocked due to drug. It was further added that hcp had been advised to always use electrocautery when removing a catheter from embedded tissue over using a blade which could damage the catheter (for example when replacing a pump and reusing implanted catheter) and he had never noticed that electrocautery had damaged the (B)(4) catheter, but wasn't sure about ascenda catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that both the pump and catheter had been removed. It was suspected that the catheter had not been placed accurately in the intrathecal space.

Event description:
It was reported that patient experienced increased spasms. Healthcare provider (hcp) did an x-ray of the pump and catheter that showed that the catheter was attached to the pump and was still tunneled around the patient's abdomen. However, the catheter seemed to stop as it reached the patient's back and was not visible in the intrathecal space; hcp varied the contrast and tried to find the rest of the catheter but could not. The anchor was still in place and visible, but the hcp suspected a sheared catheter and was sure that the patient's therapy had been interrupted; a revision was planned. It was later added that the pump was interrogated fine and another reason why the hcp suspected a catheter problem was because the patient had been suffering from an increase in spasms. The catheter revision was carried out on (B)(6) 2011, during which hcp decided to move the position of the pump hence cut the catheter at the catheter connection and revised the full length of the catheter. Although it was suspected that catheter was no longer in place due to the x-ray images when the spinal area was explored, it was found that the catheter was still in place but there was no csf (cerebrospinal fluid) backflow indicating a possible block within the catheter. A new catheter was placed with no problems.

Event description:
This device system delivered compounded baclofen. The concentration, dose, and lot number was not provided. The patient's indication for use, medical history and other medications were also not reported. This information was requested. Should additional information be received a supplemental report will be filed.

Event description:
Additional information regarding the intrathecal drug, relevant medical history, and other medications the patient was taking at the time of the event was requested. A company representative reported the consultant that was involved in this case has since left the hospital so it will be impossible to get the information that is requested. Should additional information be requested a supplemental report will be filed.

Manufacturer narrative:
Conclusion no longer applies to this event.

Manufacturer narrative:
Catheter model 8780, lot# 0205305167, implanted: unk, explanted: (B)(6) 2011.